Event description:
It was reported that the patients ipg was taking longer to charge and one of the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The ipg and lead will not be returned as they were disposed of per hospital policy.

Manufacturer narrative:
Sc-2138-50: sn (B)(6). The returned scs-linear leads were analyzed, and it was revealed that the visual microscope and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location is one cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event was confirmed. The allegation of high impedance has been confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected is cause traced to component failure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few weeks from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg was taking longer to charge and one of the leads had high impedances. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively. The ipg and lead will not be returned as they were disposed of per hospital policy.